Event description:
The patient stated she had a v-go 20 on, and the needle pulled out from her skin and she could not get it to go back in. In the past when that happened, she would push it back in and scotch tape it on. The specific event dates or number of occurrences were not provided. The devices were reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. Device #053031-a was received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.